Manufacturer narrative:
This product is registered as a combination product. Patient code (B)(4) - the patient reported not feeling well without specific symptoms the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well and presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead had dislodged and subsequently was exhibiting loss of capture. The dislodgement was confirmed via x-ray where the atrial lead was seen dwelling in the superior vena cava. On (B)(6) 2020, the atrial lead was explanted and replaced. While tying down the new atrial lead and performing pocket management, it was noted that the right ventricular lead exhibited varying capture threshold and varying low impedance. Upon placing a stylet into the right ventricular lead, the lead became dislodged without retraction of the helix. The physician suspected that the right ventricular lead also had a micro-dislodgement and that the patient may be a twiddler. The right ventricular lead was then explanted and replaced. The procedure was completed without further complications. The patient's condition remained stable post procedure. Related manufacturer reference number: 2017865-2021-00863